Event description:
Procedure: urological. According to reporter: per additional info received, the patient has experienced frequent urinary tract infections, continued stress incontinence, recurrent cystocele, pain, and mesh erosion. Add'l info from importer report: it was reported in the patient's medical records that as a result of having that product implanted, the pt has experienced frequent urinary tract infections, continued stress incontinence, recurrent cystocele, pain, and mesh erosion. Associated MDR #: 1018233-2012-00489.

Manufacturer narrative:
(B)(4).